Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that after implanting this right ventricular (rv) lead high pacing thresholds were exhibited. The rv lead was thus repositioned several times which still showed high pacing thresholds. A new lead was thus used, and this lead will be returned. No additional adverse patient effects were reported other then the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after implanting this right ventricular (rv) lead high pacing thresholds were exhibited. The rv lead was thus repositioned several times which still showed high pacing thresholds. A new lead was thus used, and this lead was returned. No additional adverse patient effects were reported other then the revision procedure.